Event description:
It was reported that this patient has a known chronic history of left ventricular (lv) lead issues. The lv lead pacing impedance measurement is measuring less then 200 ohms. (B)(6) technical services recommended ensuring the lv lead out insulation is not compromised, and the current is delivered to the heart. Troubleshooting options were provided to evaluate the competitor lv lead. There were no adverse patient effects reported. This lv lead remains in-service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).